Event description:
It was reported that crystalens (at-52ao) intraocular lens was implanted bilaterally. Approximately 10 months post bilateral implantation the pt presented with starbursts at night. This report refers to the pt's right eye. According to a referring physician the lens in the pt's right eye appeared to have vaulted posteriorly. The pt was prescribed alphagan for treatment. The pt also had bilateral yag capsulotomies, and was prescribed a contact lens for her right eye and reading glasses. Please reference MDR #: 2031924-2012-00082 for intraocular lens for the pt's left eye.

Manufacturer narrative:
Investigation of this complaint is in progress. A supplemental report will be submitted upon completion of the investigation.